Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 28.7 months post implant of a bifurcated device, two suprarenal aortic extensions and one limb extension, a very large endoleak was identified during recent computed tomography scan. The proximal endoleak was treated with three proximal aortic extensions with success. The patient tolerated the procedure well. Additional information: the patient had a reverse conical aortic neck.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by an internal clinical representative with the following impression: product use was incongruent with the IFU and might have contributed to the reported event due to: the conical aortic neck with a distal diameter greater than 32 mm. Although less than 60 degrees, the aortic neck angle of 56 degrees might have contributed to the event. The stent migration and endoleak type ia were substantiated, as was the secondary procedure of bridge stenting with one infrarenal, and two suprarenal stents. A manufacturing record review was performed; the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed that all units have been consumed and no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported issue appears to be related to the patient's anatomy and condition.

Manufacturer narrative:
The above information was reviewed. There was substantiated evidence of a strut fracture of the bifurcated device, and a type iiib endoleak associated with aortic sac growth. There was no evidence of an open repair/conversion/explant.